Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg could not connect to the patient controller after a pocket revision procedure (related manufacturer reference number: 3006705815-2020-30691). A manufacturer representative met with the patient and after troubleshooting, they were able to restore the ipg and stimulation therapy was restored.